Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th september 2024, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, anchor suddenly broke during insertion. This was detected during use in rotator cuff repair procedure on (B)(6) 2024. All the fragments were retrieved from the patient. The procedure was completed successfully using another new ar-2324bcc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged ar-2324bcc serial/batch number (B)(6) was received for investigation. Visual inspection noted that the anchor was damaged at the distal end, the eyelet is still attached to the inserter. The o-ring was not returned. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure is attributed to misuse due to prying/leveraging the device during use.